Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since electrodes were not placed as intended, with the brainlab device involved, although: there is no indication of a systematic error or malfunction of the brainlab device. Corresponding measures to minimize this anticipated risk as low as reasonably practicable are already in place. According to the surgeon, no risk (to harm critical structures) or harm was caused to the patient due to this issue and neither was any harm caused to the patient when the revision surgery was performed, the revision surgery was completed with good outcome. According to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the root cause for the two electrodes which were not placed as intended (as detected in post-op scan), with the brainlab device involved, is a combination of the following contributing factors: the patient's brain shifted, esp. After removing the bone flap / resection, thus the region of interest likely was at a different position inside the skull during the surgery than at the time of pre-operative mr scan. Inappropriate quality of the mr patient image data set that was used for navigation (skin shifts around nose and mouth) as well as insufficient distribution of registration points may have led to non-ideal match of virtual display of the navigation to the current patient anatomy. The surgeon suggested that he may not have verified accuracy of patient registration thoroughly and thus may not have recognized a less than ideal patient registration. The navigation reference array may have moved in relation to the patient during the procedure. The fact that the surgeon performed intra-operative registration supports this assumption. Also the intra-operative landmarks (bone screws) might not have been collected during a valid registration (if initial registration was not ideal and/or movement of array occurred before collection of landmarks), leading to a less than ideal intra-operative registration. Potential registration errors may have added up. The diameter of the electrode being smaller than the diameter of the navigated placement sleeve may have led to deviation from navigated position/direction where the electrode exits the placement sleeve. The placement sleeve was not calibrated as recommended, which might have led to decreased accuracy, esp. At the tip of the instrument. The electrodes may have been pushed further down when putting the bone flap on for closing the craniotomy (as was observed for another electrode placed during this surgery). There is no indication of a malfunction or systematic error of the brainlab device. Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. Brainlab intends to: inform this hospital about the investigation results re-iterate to this customer: actual anatomy of the patient could differ from the preoperative image data due to e.g. Brain shift. Appropriate quality of patient image data, incl. Effect of skin shift due to different patient positioning. Rigid fixation of the reference array, and to avoid movement of the array during the procedure. The appropriate registration point distribution as required by the navigation, incl. The region of interest to verify the accuracy of the registration adequately using anatomical landmarks, and if necessary, how to improve the accuracy result of the registration, with the functions available in the navigation. Calibration of large instruments and according verification of calibration. Effect of deviation in diameters of electrode and navigated placement sleeve.

Event description:
A craniotomy for placement of cortical grids and four depth electrodes has been performed, whereby the depth electrodes have been placed with the aid of the virtual display of the brainlab navigation. During the procedure the surgeon: positioned the patient in a lateral position. Performed the initial patient registration (to match the virtual display of the preoperative mr scan to the current patient anatomy). Verified the accuracy of the registration and considered it acceptable. Performed a right frontoparietal cortical resection of 8x8 cm. Placed the cortical grids without aid of navigation. Calibrated a cautery tip and a placement sleeve. Marked four landmarks on the skull with bone screws with the aid of navigation (90 minutes after accepting initial registration). Performed new patient registration using the intra-operative landmarks, verified accuracy on the bone screws and accepted the registration. Verified the first electrode's entry point using the navigated brainlab pointer inserted the navigated cautery tip following a pre-planned trajectory to cauterize tissue. Placed the electrode with the aid of the navigated placement sleeve following the pre-planned trajectory. Placed three more electrodes according to this procedure (repeating the previous three steps). Realized that one of the electrodes was pushed further down when putting the bone flap on for closing the craniotomy. Completed surgery. Obtained a post-operative scan (on the following day) and realized that two other electrodes were not placed as intended (deviation of 1-2cm). The surgeon decided to perform a revision surgery on (B)(6) 2016 to replace grids and electrodes, which was completed with good outcome. According to the surgeon, no risk (to harm critical structures) or harm was caused to the patient due to this issue and neither was any harm caused to the patient when the revision surgery was performed.